Manufacturer narrative:
Concomitant products : 5086mri-45 lead, implanted (B)(6) 2013, 5086mri-52 lead, implanted (B)(6) 2013.

Event description:
It was reported that the patient was experiencing a "jumping" in the chest when coughing. It was clarified that the patient was experiencing phrenic nerve stimulation due to the left ventricular lead. The lead was reprogrammed and remains in use. The patient was a participant in the (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.